Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired and the fiber tip was damaged at 29,878 joules. No patient injury was reported. The device was not returned for evaluation.